Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint. The fse noted the right eye would show an extremely dim logo. After the log disappeared, the image went away. Fse replaced dvi cables with no success. The fse then replaced the right high resolution stereo viewer (hrsv) on the surgeon side console (ssc) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint the right eye was out on the surgeon side console (ssc). The main circuit board was found to be defective and was replaced as a fix to the reported issue.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer noted the right eye was out on the surgeon side console (ssc). Since the procedure was dual console, the customer elected to use the second ssc and continued with the procedure. The procedure was completed robotically with no injury to the patient.